Event description:
Unsolicited communication: pt reports when she tried to prime her premix cassette, it started alarming "high pressure", she switched pumps and the cassette still alarmed. No kinks in her tubing. She used another cassette and it ran just fine. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Lot number: unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.